Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient presented to the emergency room after receiving multiple inappropriate therapies. The right ventricular lead was confirmed dislodged by a chest x-ray. The lead dislodgement led to oversensing signals. The patient was scheduled for a lead revision. The rep disabled the patients tachy therapies. The patient is being monitored. No further information is available.